Event description:
It was reported that the ventricular assist device (vad) patient had placed cast tape over damaged areas of the driveline (dl). Upon removal of the tape, three areas of sheath damage were noted at approximately 3, 6 and 8 inches above the strain relief area connector to controller. The honeycomb lumen was intact, and no electrical faults on logfile review were noted. A dl sheath repair was performed. The dl cover was able to pass easily over the repaired area. The vad dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. No anomalies were found during log file analysis. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline outer sheath and evidence of a self-repair. Visual evidence also revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the investigation conducted under capa00188, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the self-repair around the driveline can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.